Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient controller (pc) was displaying ¿replace generator. Generator has reached the end of its service¿ message. It was undetermined if the patient's scs ipg had reached the device's normal end of life and whether the patient had lost stimulation therapy. A company representative was scheduled to meet with the patient to evaluate the patient's scs system. The next course of action was undetermined at this time.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one resolving the issue.